Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. It was reported by the patient that starting last week she was getting an "error code" of 156 at times when using myptm app. Patient also mentioned personal therapy manager (ptm) getting to 90% when connecting then having to wait a minute and a half or two minutes before connection was complete. Additional information was from a consumer (con) stated that they encountered code 353 and 156 since (B)(6) 2025, while attempting a bolus. The agent reviewed the codes. The patient stated that the 90 percent issue was where it was waiting 2.5 minutes for 90 to get to 100. The agent walked the patient through resetting, and she has already cleared the patient data during last call, but it was still not working. The agent was able to advance much quicker and stated lockout was 1 hour 6 minutes. The agent reviewed to again monitor, and the patient will call back if continues to get worse.